Manufacturer narrative:
A field service engineer (fse) visited the customer site. It was determined that the device was experiencing a software failure due to a power outage. After the diagnosis, a software recovery was attempted, but it was determined that the device would need to be replaced with a new unit. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a power outage. The issue was resolved by replacing the pc compaq dc7600 rel k.00.27 with a m3150 info cntr local database rel n.01.17. The device 510k is not applicable. The device stopped shipping in 2007. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24-sept-2016, so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device does not register alarms. The device was in use on a patient at the time of the event. There was no adverse event reported.